Event description:
A report was made that tthe pump's screen was not as responsive or clear as before. The pump was noted to be out of warranty by october 29, 2025, making it unable to be repaired or replaced. There was no adverse impact to the customer¿s blood glucose level. No data upload occurred, preventing a review of the battery log, and the customer declined a follow-up from customer technical support.